Event description:
It was reported that during a knee procedure using a manta 1 up 15 degree instrument, the device was allegedly not working properly. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.